Event description:
While attempting to create a pouch during roux-en-y gastric bypass, stapler made a "horrible crunching noise" and surgeon observed that staples were "unbent" on pouch side of incision. Due to malfunction of this stapler, operation was extended by one hour and alternative method of pouch creation/closure was implemented.